Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that he was sleeping when the alarm occurred and may have rolled over it. Customer mentioned that his blood glucose readings were around 300 mg/dl. Caller also mentioned that the sensor did not alarm him of the high readings. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.